Event description:
During pt use, suddenly a "switched to backup battery" occurred when the ac cable was removed. After that, the power pac indicator showed 1%. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional patient info was not provided.